Event description:
It was reported that during cardiopulmonary bypass using the fusion oxygenator, staff suspected a high pressure excursion. They observed increased line pressure, and noted decreased flow despite maintaining the same rpms (revolutions per minute) on the centrifugal pump. The circuit temperature was warmed, after which flow, rpm, and line pressure returned to normal, and the case was completed as scheduled. The device was used to complete the procedure. No patient complications have been reported as a result of this event. The fusion oxygenator lot numbers associated with the pack are 230380168 and 230380169. Medtronic received additional information that the issue was noted on the oxygenator only. There was no blockage on the line. The patient was on cpb (cardiopulmonary bypass) for less than 5 minutes when the issue occurred. Isolyte was used during priming. The patient was not previously on heparin or other anti- coagulant therapy, and the anti- coagulation was assessed by act (activated clotting time). The post oxygenator line pressure did not increase. Sodium bicarbonate, mannitol, and heparin were used during prime. Pressure was measured post oxygenator. Heparin dosing was monitored by act and it was adequate for bypass. The venous and arterial temperatures were at 35 degrees celsius at the time of the incident.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: 195 mm/hg delta pblood reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.